Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00191, 0002648920-2021-00247, 0001822565-2021-02512, and 0002648920-2021-00249. Medical devices: femoral component option size d right, catalog#: 00576401452, lot#: 61832456. All poly patella standard size 29 mm diameter 8.0 mm thickness cemented, catalog#: 00597206529, lot#: 61823933. Articular surface size cd 14 mm height, catalog#: 00596202214, lot#: 64202272. Stem extension straight 15mm dia x 30mm length, catalog#: 00598801215, lot#: 64136268. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain post implantation. No further revision has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.